Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: the images provided are not digital imaging and communications in medicine (dicom). The images do not demonstrate the deployment of the second or third gore® tag® conformable thoracic stent graft with active control system device. The last device implanted appears to be across the left common carotid artery artery. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Device serial numbers were requested from the customer but were not provided. A review of production history records was therefore not possible. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to branch vessel occlusion.

Event description:
It was reported that on (B)(6) 2023, a patient presenting with a thoracic aortic aneurysm was treated with a gore® tag® conformable thoracic stent graft. During the procedure, the left common carotid artery was unintentionally partially covered. The patient required a intraprocedural carotid stent. The physician attributed the unintentional coverage to technical error during deployment (not further specified). The amount of coverage is unknown. The patient tolerated the procedure.

Event description:
It was reported that on (B)(6) 2023, a patient presenting with a thoracic aortic aneurysm was treated with a gore® tag® conformable thoracic stent graft. During the procedure, the left common carotid artery was unintentionally partially covered. The patient required a intraprocedural carotid stent. The patient tolerated the procedure.

Manufacturer narrative:
A1: patient identifier unknown. H3: device remains implanted. H6; code b22: serial number is unknown but has been requested. A follow up report will be sent if the serial number is provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.